Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that post deployment stent damage occurred. Vascular access was via the femoral artery. The 95% stenosed, 28 x 3.5mm, concentric, de novo target lesion was located in a mildly tortuous and severely calcified proximal left anterior descending artery (lad). A 2.5x28mm non-bsc was deployed in he first diagonal (d1) and a 2.5x24mm synergy stent was deployed in the distal lad. The target lesion was pre-dilated using a 2.5x15mm non-bsc balloon and a 3.5x32mm synergy stent was deployed. The results looked good; the stent fully expanded and was considered well apposed and positioned. The physician noticed a pinch at the ostial d1 and decided to recross the wire to d1 and balloon with a 1.5x12mm apex push balloon. After this the physician noticed the stent struts at the proximal lad looked more radiopaque than the rest and mentioned that the proximal stent had concertina. The physician decided to post dilate the stent with a 1.0x10mm non-bsc balloon. The balloon was able to cross on the second attempt. A 2.75x15mm non-bsc balloon was used to treat the proximal lad again. The physician tried to cross with another wire but the wire could not pass. The physician then tried a 3.5x15mm balloon but it also could not pass. The procedure was left as it was since there was good flow to the lad. At some point a 2.5x38mm synergy stent was deployed in the left circumflex artery and an unspecified stent deployed in the right coronary artery. No patient complications were reported and the patient's status was stable.